Event description:
It was reported that the bd ultra-fine¿ pro pen needle was clogged and unable to deliver medicine during use. The following information was provided by the initial reporter: "user claimed clogged needles".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was clogged and unable to deliver medicine during use. The following information was provided by the initial reporter: "user claimed clogged needles"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2022. H6: investigation summary three open 32g x 4mm pen needle samples were returned from lot. No. 1272226, cat. No. 320561. Visual examination was carried out all three samples and no issues were observed. A clog test as per q-sop-183-dl was also carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.